Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is not switching on. There was no reported patient involvement. The rse evaluated the device remotely and determined that the therapy pca (printed circuit assembly) needed to be replaced. A replacement dfm100 assy therapy (pn: 453564489061) was shipped for the customer to install. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a defective therapy pca. Further root cause of the defective part could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement therapy pca to resolve the issue. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.